Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
The manufacturer service technician reported that the device had broken bur stuck to the device, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.